Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x15mm xience prime stent referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. The 2.75x33mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implated; however, a distal edge dissection was observed. Therefore, a 2.75x15mm xience prime stent was implanted to treat the dissection, but another dissection was observed. A 2.75x12mm xience prime stent was implanted to treat the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.